Manufacturer narrative:
There was no unexpected frozen screen anomaly; time advances properly. Button error alarmed after boot up and intermittent button response on the act button due to a corroded keypad. There were minor scratches on the lcd window, cracked case at lcd window corner, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a button error alarm and a frozen display. The customer's blood level was 217 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.